Manufacturer narrative:
(B)(4). The events of alcl, lymphadenopathy, edema, delayed healing, necrosis, erythema, and depression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: rupture. Device analysis results: visual analysis of the returned device identified: one opening extended in radius, device appearance to describe that was observed 40 mm dark patch edge material inside gel device, red particles in shell, yellow particles in gel and weight to the spec. Microscopic analysis was performed which identified: creases fold on implant, wear abrasion and one opening extended in radius side displayed sharp edge (unidentified (tear) opening) consistent with the location in a crease, it is cataloged as fold flaw opening. Based on the device analysis the final assessment is: one fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported shock, left side delayed healing, necrosis, work injury resulting in left side rupture, depression, pain and swelling. Physician additionally reported inferior-internal ulceration and necrosis. Device was explanted. Post explant, diagnostic lymphoma alcl-aim cd30+ alk-, presence of left axillary adenopathy 1.5 cm. Alcl stage IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.7., h.9. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).